Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 system. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(6). Sorin group received a report that the s5 system displayed an error during a procedure. There was no report of patient injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Manufacturer narrative:
Sorin group (B)(4) received a report that the s5 system displayed an error during a procedure. There was no report of patient injury. A sorin group field service representative was dispatched to investigate. While at the facility the service representative confirmed the reported issue and found that it was caused by a problem with the ups-module. The ups-module was replaced and subsequent testing confirmed that everything was functioning properly. A review of the device history record did not find any deviations or non-conformities related to the reported issue. The system was returned to service and no further issues have been reported sorin group (B)(4) will continue to monitor the market for trends.

Event description:
Sorin group (B)(6) received a report that the stockert s5 system displayed an error during a procedure. There was no report of patient injury.